Manufacturer narrative:
The reported event of signal artifact/noise was confirmed. As received, a complete lead with an extraction wire restricted inside the lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve impression. The cause of the reported event was isolated to the external insulation abrasions found on the lead.

Event description:
Related manufacturer report number: 2017865-2023-38652. Voluntary medwatch form received notes that the atrial and right ventricular leads were explanted due to noise.

Manufacturer narrative:
Voluntary event reports were received. Medwatch: mw5119582, mw5119580. Further information was not available.